Event description:
During procedure to coil cerebral aneurysm, two separate coils could not be pushed through the catheter. The coils had passed their expiration date. They had not been reprocessed. Another coil was eventually used and aneurysm coiled. Patient was given antibiotics at the end of the procedure. Patient did not sustain any harm.